Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic sleeve gastrectomy, the loading unit was broken between the loading unit and the stapler. Replaced by new device to complete the case. No patient injury.